Event description:
It was reported that the patient¿s trial leads were removed and antibiotics were prescribed. No alleged product issue. Patient presented with fever, nausea, and redness at the entry site 3 days after the trial leads were placed. The patient was being treated for an infection at the lead location. The patient went to the ER where the ER doctor was instructed to pull the leads. The leads were not explanted at the ER but explanted at their physician¿s office on the same day. It was reported that the device was not returned and the customer discarded the leads. The medtronic representative reported that they are unsure of the patient¿s outcome and if the infection resolved. Patient status was noted to be alive with injury. The infection was being actively treated. The outcome of the patient remains unknown. Follow up was performed to determine the outcome of the patient. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 387345, lot# va0mfw3, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID: 387345, lot# va0mfw3, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: screening device. Product ID: 387345, lot# va0mfw3, product type: screening device. (B)(4).